Manufacturer narrative:
(B)(4). Evaluation summary post market vigilance (pmv) led an evaluation of one reload opened by the account. Visual inspection of the cartridge revealed that the reload was partially fired to the 4cm cut mark. Fragments of the reinforcement material were still attached on the distal end of the cartridge and anvil surfaces; these fragments were removed. The reload was loaded into a pmv representative instrument (powered handle) for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reload was applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a sleeve gastrectomy, reload was loaded on to a powered handle in a usual manner. When fired, it suddenly stopped after a few seconds and did not go any further, making an incomplete staple row. The surgeon used a second reload to complete the procedure. The jaws from the first magazine were opened and removed. The surgeon had to use a scissor to cut away the augmentation material left from the first magazine with the incomplete staple row. A new reload was fired without problem. No other adverse events reported.